Manufacturer narrative:
Additional information was provided in sections d.9, h.3 , d.4 ,h.6 and h.11. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Device was received at the manufacturing site. A visual assessment of the returned samples revealed no obvious nonconformities. The first returned sample was connected to a calibrated system and was successfully recognized. A visual assessment of the returned sample revealed a non-conforming optical fiber at the subminiature version a (sma) connector. Functional testing was performed and confirmed the issue. The second returned sample was connected to a calibrated system, and was successfully recognized. Sample testing was performed and revealed a burnt subminiature version a (sma) connector. Refer to the attached investigation log and photo(s). Sample evaluation at manufacturing revealed the sample had a non-conforming optical fiber at sma connector and a burnt sma connector. Based on the results of this investigation, the reported event was confirmed. The root causes of the reported event is attributed to a non-conforming optical fiber at sma connector and a burnt sma connector. This complaint has been reviewed and based on a low occurrence rate, it is determined that no further actions are necessary at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the ophthalmic laser probe was not delivering laser energy and that no laser spot was visible before the cataract and vitrectomy combination surgery. The surgery was completed and there was no patient impact was reported.